Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer husband via phone call that they had hyperglycemia and hypoglycemia. The blood glucose value at the time of hyperglycemia was 600 mg/dl and at the time of hypoglycemia was 45 mg/dl and current value was 259 mg/dl. High blood glucose was treated with insulin pump and manual injection and low blood glucose was treated with food and glucose tablet. It was unknown if auto mode feature was active or not at time of event. No further patient complications were reported. The insulin pump will not be returned for analysis.